Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during testing it was noted that the device was bent/broken. No harm or delay were reported as it relates to the event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under cmp- (B)(4). Updates performed on b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. , review of the most recent repair record determined the comb is damaged and replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.